Event description:
Additional information became available that another low out-of-range (oor) impedance measurement was noted, as well as some noise on this right ventricular (rv) lead.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range pacing impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, however, no pacing inhibition occurred. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The ICD was electively explanted and replaced. No additional adverse patient effects were reported.